Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some dizziness. Suspected right ventricular (rv) lead over-sensing was noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.